Event description:
It was reported that, "on follow-up operative visit, dr noticed on his x-rays that a screw is backing out of the thor plate ... Dr plans to closely watch her x-rays to make sure the screw does not move."

Manufacturer narrative:
Device still implanted.

Manufacturer narrative:
Method: device inspection; risk assessment. Results: it has been confirmed that the thor screw is backing out of the thor thoracolumbar plate upon visual inspection via the x-ray photos provided. The product was not returned and may still be implanted in the patient. A possible cause for this event may be due to improper screw insertion. The surgical technique states, "please ensure that the standard screws are fully seated into the locking rings of the plate." If the screws were not seated properly into the locking rings, it could result in the screw possibly backing out of the plate as seen in this event, however, this cannot be conclusively determined. Conclusion: the exact cause of the event cannot be determined and is likely multifactorial.

Event description:
It was reported that, "on follow-up operative visit dr. (B)(6) noticed on his x-rays that a screw is backing out of the thor plate ... Dr. (B)(6) plans to closely watch her x-rays to make sure the screw does not move."